Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The flow rate reached at least 1.5 lpm during evaluation. No repairs were made for the reported issue as it could not be reproduced. During evaluation, the water temperature would not drop to 6 degrees. Mixing pump needs to be replaced. Replaced mixing pump. Device passed all testing after repair. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had the slow flow. No patient involved. Repair information will come via investigations. Device evaluated on 20sep2023. Per sample evaluation results on 18oct2023, it was reported that the arctic sun device not cooling due to faulty mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had the slow flow.